Event description:
The customer contacted stryker to report that their device shut off unexpectedly. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker verified the reported issue was logged in the device's memory. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device shut off unexpectedly. There was no patient involvement reported with the event.